Event description:
It was reported that episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead due to suspected subclavian crush. The rv lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.